Manufacturer narrative:
The t:slim x2 user guide states : do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to computer tomography (CT) scan. There was no patient involvement as the pump has not been used for insulin therapy. Customer continued to use manual injections for insulin therapy.